Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to cool patient in an arctic sun device. Turned patient at 4pm and afterwards started getting alert 02 (low flow). Walked through stop therapy disconnect and reconnect. Restarted therapy and water flow rate (wfr) was primed and bounced around to 0 l/m had them place device in manual control at 30c with no pads. System diagnostics, outlet monitor temperature (t1) was 22c, outlet control temperature (t2) was 21.7c, inlet temperature (t3) was 20.9c, chiller temperature (t4) was 8.1c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 46 percentage, mixing pump command (mpc) was 0, heater command (hc) was 94, water reservoir level (wrl) was 5, system hours were 1544.2, pump hours were 636.2. Manual control with pads water flow rate (wfr) was 1.5 l/m and dropping. Advised to swap out pads, sn# (B)(6). Per follow up information received via task on 06may2025, per wo-(B)(4), biomed stated the device came down to biomed for low flow ran device in bypass, flow rate (fr) was 1.6, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 45%, connected the shunt and flow rate dropped to zero inlet pressure (ip) hit -12.0 and circulation pump command dropped to zero, disconnected fdl and inlet pressure (ip) was dropped to -1.0, biomed pushed on shunt after restarting manual control and flow came back up, advised to order a new shunt because it was not holding the fdl valves open. Received the csv files from the biomed and looks like flow stops while running therapy, they will bring it in under the service contract. Per follow up information received via phone on 06may2025, spoke with nurse, who stated they had swapped out the pads and this did not solve the issue. They ended up swapping devices and the flow rate remained stable. Therapy completed on the second device and biomed took the original device. Per sample evaluation results on (B)(6) 2025, pressure transducer reading negative pressure 0% circulation pump command (cpc) during post service testing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated pressure transducer failure. The arctic sun stat was evaluated upon receipt. It was confirmed that pressure transducer reading negative pressure 0% circulation pump command (cpc) during post service testing. Pressure transducer was replaced. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Dfmea ra2800028, revision 16 was reviewed for this investigation. The risk documentation was addressed in step d367. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to cool patient in an arctic sun device. Turned patient at 4pm and afterwards started getting alert 02 (low flow). Walked through stop therapy disconnect and reconnect. Restarted therapy and water flow rate (wfr) was primed and bounced around to 0 l/m had them place device in manual control at 30c with no pads. System diagnostics, outlet monitor temperature (t1) was 22c, outlet control temperature (t2) was 21.7c, inlet temperature (t3) was 20.9c, chiller temperature (t4) was 8.1c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 46 percentage, mixing pump command (mpc) was 0, heater command (hc) was 94, water reservoir level (wrl) was 5, system hours were 1544.2, pump hours were 636.2. Manual control with pads water flow rate (wfr) was 1.5 l/m and dropping. Advised to swap out pads, sn#: (B)(6). Per follow up information received via task on 06may2025, per wo-00105580, biomed stated the device came down to biomed for low flow ran device in bypass, flow rate (fr) was 1.6, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 45%, connected the shunt and flow rate dropped to zero inlet pressure (ip) hit -12.0 and circulation pump command dropped to zero, disconnected fdl and inlet pressure (ip) was dropped to -1.0, biomed pushed on shunt after restarting manual control and flow came back up, advised to order a new shunt because it was not holding the fdl valves open. Received the csv files from the biomed and looks like flow stops while running therapy, they will bring it in under the service contract. Per follow up information received via phone on 06may2025, spoke with nurse, who stated they had swapped out the pads and this did not solve the issue. They ended up swapping devices and the flow rate remained stable. Therapy completed on the second device and biomed took the original device. Per sample evaluation results on 07jul2025, pressure transducer reading negative pressure 0% circulation pump command (cpc) during post service testing.